Manufacturer narrative:
H.6. Investigation: no product or photo was returned by the customer. The customer complaint that the device had slow rates of infusion resulting in long time to occlusion alarms could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because a model and lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported that unspecified bd¿ tubing was difficult to clamp and was occluded. The following information was provided by the initial reporter: it was reported that the device had slow rates of infusion resulting in long time to occlusion alarms. Verbatim: there were some concerns brought up in our practice council meeting today in regards to when drips are inadvertently clamped that it is taking a longer time than remembered for the alaris pump to alarm occlusion¿ I know this has to do with our settings and how fast the drip was going etc¿

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed in (B)(4) and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that unspecified bd¿ tubing was difficult to clamp and was occluded. The following information was provided by the initial reporter: it was reported that the device had slow rates of infusion resulting in long time to occlusion alarms. Verbatim: there were some concerns brought up in our practice council meeting today in regards to when drips are inadvertently clamped that it is taking a longer time than remembered for the alaris pump to alarm occlusion. I know this has to do with our settings and how fast the drip was going etc.